Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and pain.

Event description:
Patient reported capsular contracture, baker grade unknown and pain against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported "capsular contracture, baker grade unknown" and "pain" against left device. Healthcare professional later reported left side capsular contracture, baker grade iii. The device remains implanted.

Event description:
Patient reported "capsular contracture, baker grade unknown" and "pain" against left device. Healthcare professional later reported left side capsular contracture, baker grade iii. The device has been explanted and replaced.

Event description:
Patient reported "capsular contracture, baker grade unknown" and "pain" against left device. Healthcare professional later reported left side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Deformation observed. White particles observed on the surface of the shell. No further actions are required as the device was implanted.